Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented in clinic. It was noted that leadless pacemaker (lp) exhibited high capture threshold and pacing failure. No intervention was reported. Patient condition was stable.

Event description:
New information noted that programming changes were made and patient condition was stable.